Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 276 mg/dl. The customer was not able to treat for high blood glucose. During the troubleshooting it was found out there was bent/crimped cannula. The customer was advised that it may have contributed to high blood glucose. The customer did not want to continue troubleshooting and was advised to monitor blood glucose and call back if high blood glucose persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.